Event description:
Allegedly, doctor was performing a percutaneous nephroscopy; when he used the instrument to remove fragmented stones, one leg of the three-prong grasper broke off in pt. Doctor used x-ray to confirm piece was in pt but could not get visualization of where it was; he completed procedure without retrieving the broken piece. In 2009, the doctor performed another nephroscopy to fragment remaining stones; he took that opportunity to remove broken piece. Procedure completed; there was no adverse pt impact reported.